Event description:
Neurosurgeon performing anterior cervical diskectomy at c3-c4, leica microscopic dissection with posterior longitudinal ligament decompression and osteophytectomy. Insertion of a 5mm ao synthes prodisc-c. Synthes milling bit broke during the milling process. No patient harm, x-ray done to determine complete removal of the broken instrument.